Event description:
During biomed testing the device displayed a "defib fault 78" message.

Manufacturer narrative:
The initial medwatch report for this malfunction was submitted in error, as it is a duplicate to medwatch report 1220908-2006-00556. The device was not returned to zoll medical. The suspect hv module was removed and returned. The malfunction was duplicated and attributed to a faulty mode relay.